Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field experience was confirmed in the laboratory. A continuity check indicated that the distal coil was open. Visual inspection noted the lead was crushed at 38cm from the connector pin. One of the rv cables and one of the svc cables were also fractured. The fracture is consistent with that occurring due to clavicle crush.

Event description:
It was reported that during a follow-up visit, the pacing lead impedance, sensing, and pacing thresholds were abnormal. Suspected insulation break. An x-ray showed the rv lead was crushed under the clavicle. The patient received inappropriate therapy due to noise. The lead was explanted and replaced.